Manufacturer narrative:
This medical device report is being redacted, therefore should be disregarded as it was submitted in error, duplicate regulatory reporting. This patient event was duly and timely reported under MFR. Report numbers 2937457-2014-00318, 1225714-2014-00661 and 1225714-2014-00662 on 07/24/2014.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.